Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii/IV".

Event description:
Healthcare professional reported "left breast firmer than right, left breast capsular contracture baker grade iii/IV." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the surface of the shell. White particles observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "left breast firmer than right, left breast capsular contracture baker grade iii/IV." Device has been explanted.

Event description:
Healthcare professional reported, "left breast firmer than right. Capsular contracture, baker grade iii/IV". Device has been explanted.